Manufacturer narrative:
A nurse, who had little experience with the system, called and stated that when viewing trend data, they have a message stating that data cannot be read on the central nurse's station (cns) on 4 bedsides. Nihon kohden technical support (tech support) informed that the message could indicate a issue with either the hdds on the cns, or a problem with the sd cards in the monitors. The caller is not a biomedical engineer (bme) and does not know what the sd cards are or where they are located. Tech support requested the bedsides be rebooted and the sd cards inspected. The customer called back, the site does not have any biomeds and they are concerned that they will mess the system up further if one of the staff members open things up for troubleshooting. The customer stated that they have checked the bedside monitor (bsm)s, and now it appears that all the devices have been impacted. (B)(6) called back to continue the troubleshooting. Tech support informed the customer that since the issue appears to affect all the bsms, reboot the cns. The customer stated that after the cns was rebooted, the reported message had disappeared and has not returned. No patient harm was reported. Attempt #1: on 06/22/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2: on 07/06/2021 emailed customer via (B)(6) for all items under the no information section. The customer responded back but they did not know the information. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1 on 06/22/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2 on 07/06/2021 emailed customer via (B)(6) for all items under the no information section. The customer responded back but they did not know the information. Bedside monitor(s) model: ni; sn: ni.

Event description:
A nurse, who had little experience with the system, called and stated that when viewing trend data, they have a message stating that data cannot be read on the central nurse's station (cns) on 4 bedsides. Nihon kohden technical support (tech support) informed that the message could indicate a issue with either the hdds on the cns, or a problem with the sd cards in the monitors. The caller is not a biomedical engineer (bme) and does not know what the sd cards are or where they are located. Tech support requested the bedsides be rebooted and the sd cards inspected. The customer called back, the site does not have any biomeds and they are concerned that they will mess the system up further if one of the staff members open things up for troubleshooting. The customer stated that they have checked the bedside monitor (bsm)s, and now it appears that all the devices have been impacted. (B)(6) called back to continue the troubleshooting. Tech support informed the customer that since the issue appears to affect all the bsms, reboot the cns. The customer stated that after the cns was rebooted, the reported message had disappeared and has not returned. No patient harm was reported.